Event description:
I have had a rash on right ankle that lasted a year. I have hives maybe the beginning in 2019 till now. Also I thought to have had eczema but never diagnosed by a physician. FDA safety report ID# (B)(4).